Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hypotension and ischemia, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. The investigation determined the reported resistance during advancement and patient effects appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a non st-elevated myocardial infarction (nstemi). The procedure on (B)(6) 2017 was to treat a long lesion located in the mid to distal left anterior descending (lad) artery with 80% stenosis. Vessel sizing was performed with angiography and determined the vessel diameter to be greater than 2.5mm via visual estimation. Predilatation was performed with a 2.5x20mm semi-compliant balloon with residual stenosis above 50%. After vessel preparation, a 3.0x28mm absorb was advanced to the distal part of the lesion with some difficulty in deliverability due to resistance crossing the lesion which caused a plaque shift. The plaque shift caused a clinically significant delay in procedure and subsequently the patient experienced hemodynamic instability, profuse sweating, low blood pressure and timi 1-2 slow flow. The procedure was successfully completed with an unspecified drug eluting stent. There was a good final patient outcome. There was no reported adverse patient sequelae. No additional information was provided.